Manufacturer narrative:
No product will be returned for evaluation.

Event description:
On (B) (6) 2010, the patient reported he received a blood glucose reading of 329 mg/dl today. Patient's normal blood glucose range is 150-200 mg/dl. Patient requested assistance in verifying he had received all of the bolus he just programmed. Reviewed the bolus history of the infusion device. Advised patient he received the total bolus. Patient reported the infusion device gave no alerts or errors. Patient stated he has some health issues and his doctor has had concern about his site. Patient reported he did not have any concerns with his site at the time of the call. Troubleshooting did not find any product issues. On call back from patient's wife on (B) (6) 2010, wife reported patient continued to have elevated blood glucose reading. On call back from wife on (B) (6) 2010 wife reported patient was in the hospital with elevated blood glucose levels, receiving additional insulin and still wearing/using his infusion device as normal. No product return was requested.